Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer extend (vse) instrument was stuck on tissue. There was no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The vse was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system (B)(4). The vessel sealer extend had 0 uses remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the part(s) involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of unable to test- returned in a damaged condition to be related to the customer reported complaint. The instrument was unable to test because it failed during initialization. Additional observations not reported by the site were also identified. The instrument failed during initialization when installed on an in-house system. For clarification, the instrument failed self-test when placed on the system. The instrument was installed on the system multiple times but failed to pass self-test. Common causes of the failure mode initialization failures are typically attributed to the user. The instrument was found to have dislodged blade based on log review but was not replicated during in-house testing. Visual inspection did not show the blade exposed. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip when driving the blade out for inspection. A review of the procedure log showed 1 blade exposed failure. Common causes of the failure mode dislodged instrument blades are typically attributed to the user. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indication may also lead to an exposed blade. The instrument was found to have a stuck knife cable. The knife was manually driven out for inspection but was found to be stuck. The knife blade was able to come out of the garage but was stuck and could not be driven out any further. The blade did not show signs of damage. The knife cable was not visible likely because it was stuck. Common causes of the failure mode bent instrument knife cables are typically attributed to mishandling/misuse. The instrument was transferred to engineering for further review. All primary fa findings were confirmed. It is likely that the excess debris found inside the knife cable track is what prevented the blade from originally retracting as seen in the logs through the blade exposed error. Exposing the knife manually during afa was unsuccessful due to the large amounts of debris in the way. This excess debris is what had caused the initialization failures during failure analysis. All failures found were related to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.